Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen/fentanyl via an implantable pump. The indication use was for multiple sclerosis and intractable spasticity. The healthcare provider (hcp) stated that the patient was in the intensive care unit (ICU) and they would like the pump turned off. It was noted that the patient was over-sedated and has respiratory depression. The technical services (ts) provided number for the nas to page the local mdt rep. Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that after speaking with the hcp, he turned off the pump on (B)(6) 2024 (at night). The intensive care unit (ICU) staff at the hospital had been in contact with the patient's pump managing physician and they requested to pump to be turned off. Upon the rep arrival, the patient was sedated and experiencing decreased consciousness. The rep had no further information at this time.